Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately high. The medical affairs specialist (mas) spoke with the pt on 06/25/08 to obtain additional info included below. The pt said he takes a fixed dose of lantus insulin each evening and 7 to 15 units of novolog insulin before meals dependent on his meter readings and his planned carbohydrate intake. He said he took pre meal novolog insulin based on readings on the product readings several times and experienced numb lips and sometimes shaking and sweating after eating. He did not seek assistance and treated himself effectively by eating food or drinking beverage. The pt was not able to recall specific dates, times, or readings related to the incident. He said a couple of times he compared the reported product reading to a reading on his other meter in tests taken within 10 minutes of each other and the reported product reading was higher. The two comparisons were: reported meter- 194 mg/dl vrs other meter- 129 mg/dl and reported meter -167 mg/dl vrs other meter - 124 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less <= 30% and/or <= 30 mg/dl. The customer care advocate (cca) noted the pt followed correct testing technique. The pt's products were replaced. The complaint is reported because the pt alleges he took insulin based on inaccurately high readings on the lfs product and afterware experienced typical symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter, or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.